Event description:
A user facility reported that an administration set used with a curlin infusion pump leaked during use. The exact location of the leak was not described. The set was discarded and is unavailable for evaluation. There was no report of patient injury.

Manufacturer narrative:
The device was discarded by the user. The complainant is unable to provide a lot number. An evaluation cannot be performed, and a cause for the reported leakage cannot be determined.